Event description:
It was reported that the home patient (hp) felt "overfull" when they woke up while performing the therapy on the homechoice (hc) device. The hp was able to continue the therapy on another hc. There was no patient injury or medical intervention indicated at the time of the report. Report 2 of 2 for this patient. No additional information is available.

Manufacturer narrative:
(B)(4). A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. A service history review revealed no previous service events that were related to the reported condition. A review of the event history log of the device found nothing related to the reported issue. During device evaluation, the reported issue could not be confirmed or replicated. As a result, the root cause of the reported issue can not be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Actual occurrence date and the therapy date is unknown at this time. The device is reported to be available for evaluation. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.